Manufacturer narrative:
Quality engineering review completed and annex coding updated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation is pending to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that a technical support engineer received a call from an offsite representative who relayed that a customer reported an issue. The surgeon encountered a "console not available" message when attempting to take control of all instruments from the resident console. As a result, the surgeon had to move to the resident console to complete the procedure. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed robotically with one console. There was no harm to the patient.